Event description:
Patient has been a diabetic for the past seven months. Patient claims that the meter had not been working for the past week. Patient tests their blood glucose at least 1-2 times a day. At 4am, patient woke up dizzy, patient tried to test on the meter and meter kept showing the apply sample icon. Patient had enough blood on the test strip. Patient tests their blood glucose on their finger and not the arm. Patient went to the ER where patient blood glucose was in the "300's". Patient does not recall the exact reading. Patient was treated with a pill and not insulin and was released. Patient is usually in the 130's. Patient diabetes regimen is based on diet and exercise. Customer service sent patient a new meter and strips, since patient did not have items to troubleshoot over the phone. When medical affairs spoke to patient, patient did not have supplies to troubleshoot. There is no evidence of a malfunction; however, patient suffered a serious injury.